Event description:
It was reported that the holster was unable to activate cutter without an interruption of error code during the procedure. No available error codes. There were no patient consequences reported. The breast biopsy was completed.

Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.